Manufacturer narrative:
The pad-pak was first successfully installed by the user in november 2008 and passed the subsequent self-test on the 23rd november 2008. The device failed the self-test due to a low battery on the 30th november 2008. The device recorded temperatures below the recommended minimum operating temperature. The device records multiple manual power ons, some of 10 minutes duration, between the 27th april 2014 and the 30th september 2015. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The measurements taken and the excess current drain would confirm a failing membrane. This resulted in the green status indicator being constantly lit and the device switching itself on automatically. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Green status indicator lit constantly on device.